Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 174 (mg/dl). Customer delivered a bolus to address bg level. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. Customer was able to fill tubing and remove air bubbles. Recommendation was made to consult with health care provider to discuss diabetes management.